Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established.

Event description:
A report was received on 08 oct 2019 from a home therapy nurse (htn) regarding a (B)(6) female with multiple comorbidities including unspecified hypersensitivity reaction, malignant thymoma, hodgkin's and non-hodgkin''s lymphoma and dysphagia, stating the patient experienced symptoms consistent with a hypersensitivity type reaction during hemodialysis treatment using the nxstage system on (B)(6) 2019. Symptoms included dyspnea, nausea and headache. Additional information received on 14 oct 2019 from the htn revealed the patient is medicated with tylenol 325 mg orally for headache and phenergan 12.5 mg orally prior to each treatment to manage symptoms. The patient recovered without sequelae and continues to perform therapy using nxstage products.